Event description:
Product problem: upon removal of the shoulder djo (manufacturer) humeral head trial, the trial broke. The vendor was present during the procedure and was aware of the sizer head issue. FDA safety report ID# (B)(4).